Manufacturer narrative:
Additional information provided in b5, h6. D4: model number: 72404155; lot number: 536464009; model description: reservoir 65 ml pc/iz.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device has failed 11 years after being implanted. The device no longer fully inflates. The patient also feels the device has retracted back form his glans and there is a knot on the right side of his penis approximately 1 inch below the glans. He states he is not experiencing any pain. He has called his physician to aid with his device. Additional information received from the patient states he was seen by a new physician since his original physician retired. The new physician "diagnosed an aneurysm in the cylinder" but stated he was not interested in revising his device.

Manufacturer narrative:
Concomitant medical products: model number: 72404155, lot number: 536464009, model description: reservoir 65 ml pc/iz.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device has failed 11 years after being implanted. The device no longer fully inflates. The patient also feels the device has retracted back form his glans and there is a knot on the right side of his penis approximately 1 inch below the glans. He states he is not experiencing any pain. He has called his physician to aid with his device.